Event description:
A customer reported that the pump touch screen was frozen and unresponsive. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for a pump reset, which did not resolve the issue, leading to a replacement of the pump. The customer did not have any backup therapy available and planned to consult their healthcare provider.